Event description:
It was reported that the right ventricular (rv) lead was capped due to a known lead fracture when the implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd). Another lead was placed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: describe event or problem and h6: impact codes.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to a known lead fracture when the implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.